Event description:
From distributor report and follow-up questions. The product was used to close a laceration above the left eyebrow of a pt. It was reported that the product "was applied by the physician while patient was standing and it dripped into their eye". Reporter stated "pt's left eye was glued shut". The reporter also stated that "the physician irrigated the eye and contacted poison control". No ointment was placed around eye prior to the application of the product. No barrier was placed over the eye during the application. The same day that the eyelids were bonded, the pt was taken to eye clinic at a local university where solutions and ointments were used to gradually open the eyelids and by the time pt was taken home later that day, the lids were "80% open". The last visit to the clinic revealed that all residual product was gone and there was no damage to the eye. No product was returned.